Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc because the device was disposed by the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6). It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced supraventricular tachycardia (svt). The ablation procedure had been completed successfully with no complications at the time. The patient presented to the emergency room approximately a week following the procedure with shortness of breath and low blood pressure. Ekgs were taken, blood work was performed, and an x-ray of the patient's chest was taken, all leading to the identification of an svt. Cardizem was given intravenously, and the patient was also given aspirin. The patient was not admitted and left the emergency room and no further complications have been reported. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc because the device was disposed by the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced supraventricular tachycardia. The ablation procedure had been completed successfully with no complications at the time. The patient presented to the emergency room approximately a week following the procedure with shortness of breath and low blood pressure. Ekgs were taken, blood work was performed, and an x-ray of the patient's chest was taken, all leading to the identification of an svt. Cardizem was given intravenously, and the patient was also given aspirin. The patient was not admitted and left the emergency room and no further complications have been reported. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported the svt was specified to be atrial flutter. Additional information was received that the patient received a cardioversion on (B)(6) 2025 which was considered to have resolved the issue.

Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6). It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced supraventricular tachycardia. The ablation procedure had been completed successfully with no complications at the time. The patient presented to the emergency room approximately a week following the procedure with shortness of breath and low blood pressure. Ekgs were taken, blood work was performed, and an x-ray of the patient's chest was taken, all leading to the identification of an svt. Cardizem was given intravenously, and the patient was also given aspirin. The patient was not admitted and left the emergency room and no further complications have been reported. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported the svt was specified to be atrial flutter.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc because the device was disposed by the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.